Manufacturer narrative:
The root cause of the delivery issues was determined to be patient condition as the patient had severe calcification and stenosis. The root cause of the leg ischemia was determined to be unrelated to impella as it happened at the ECMO access site. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During implantation, the impella was inserted from the left femoral artery using a sheath made by another company. Access trouble (high calcification, stenosis) was observed at the time of initial insertion. The impella was inserted again after expansion with a percutaneous transluminal angioplasty (pta) balloon. While on support, lower limb ischemia was noted. There was a stenosis at the tip of the ECMO blood vessel, and blood removal was not sufficient. Therefore, it is unknown whether the lower limb ischemia improved. The patient's condition was severe, and it was decided not to provide additional treatment. The patient died of multiple organ failure. There was no direct relationship between the death and the impella. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.